Event description:
Device 2 of 3. Refer to MFR reports 1627487-2014-01398, 1627487-2014-01400. It was reported that the patient lost a significant amount of weight a year ago at which time he noticed a reduction in stimulation. Stimulation could be felt in the buttocks and legs but not in the back or feet. It was further reported that the ipg has been unable to communicate with the patient programmer or charging system for the past 3 months and the patient programmer displays a communication error message. Surgical intervention may be undertaken at a future date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.